Manufacturer narrative:
Date of event, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the ventilator has physical damage and o2 indicator is not working. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Date of event and event problem patient code.

Event description:
Additional information received 10-feb-2023. When setting up, it was noted that the o2 was half white and red so it was taken out of service immediately. The equipment was not on a patient.

Manufacturer narrative:
One ventilator device was received for investigation. During visual inspection the device was observed to have a front panel bent, and small damages on side of device. During functional testing the device was activated and the gas supply indicator functioned as intended. The investigation observed the reported damage, which was attributed to user interface. However the investigation could not confirm the reported gas indicator issue, or assign a root cause. The gas supply indicator was replaced as a precaution, the device components were refurbished and preventative maintenance was performed. As no manufacturing root cause could be identified, no review of manufacturing device history records was conducted. A review of device service history showed the device was serviced previously for an unrelated issue.